Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 3. On (B)(6) 2022, follow-up echocardiogram was performed, the patient experienced dyspnea and mr increased to 4. It was noted that one clip (cds0701-xtw 00611u164) had detached from anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional treatment is scheduled. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the slda. The reported dyspnea appears to be related to the recurrent mr. The reported patient effect of mr and dyspnea as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.